Event description:
It was reported that a lead impedance warning was observed on the atrial lead. Device diagnostics also showed early/false termination episodes of at/af (atrial tachycardia/atrial fibrillation) due to intermittent atrial under-sensing. No patient symptoms or atrial lead status were reported.